Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported hat the mx40 has a speaker malfunction and there is no sound upon boot up. No patient involvement.